Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported link break was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with proglide devices, using the preclose technique with a 6fr sheath, prior to a thoracic aortic aneurysm procedure. Reportedly, with the first proglide used, a link break was noticed. Two other proglide sutures were preplaced and the sheath was upsized to 22fr. The sutures were used successfully, after the interventional procedure, to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.